Manufacturer narrative:
The device was inspected and tested on 18th october 2016. Within this inspection, functional testing and visual inspection was made. The result was: no deviation found except: several chips were noted on the surface of the unit. In our opinion, the chips on the surface of the device are not related to the reported incident. From the information reported, our assumption is that the incident may be due to the pin placement or due to insufficient pin pressure. Proper alignment between the dual- pin-rocker arm and the single pin torque screw should be equidistant from the center line of the head.

Event description:
Customer service was contacted on (B)(6) 2016. Customer states the aluminum skull clamp flipped on a patient and want it inspected. Patient injury with laceration and facial damage. We asked for more information to the incident (e.g. Date of the event) but did not received till 10.26.2016.